Manufacturer narrative:
The device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion and self test. The device was programmed with multiple bolus deliveries, all properly delivering their indicated amounts, and were properly recorded in the daily history. No rewind anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had rewind anomaly. The customer¿s blood glucose was unknown. Customer stated that insulin pump restart need alert on pump and piston did retract during rewind. Customer stated that they are unable to exit the load reservoir process. Customer stated that they unable to rewind insulin pump. Customer did not receive complete status with next highlighted on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.